Event description:
It was reported by the customer that when using the bd pyxis¿ es server was in critical state in remote smart service. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in critical state in remote smart service. The technical support specialist (tss) logged into the station application as care fusion support, then switched to care fusion admin mode, stopped both the maintenance and data synchronization services, and monitored the station. The tss saved the scripts executed with results by using the structured query language server management studio. To prevent synchronization overload due to unnecessary data from station purge, the system operation table was truncated. The tss restarted the data synchronization services and monitored the logs until no variation in ctv message appeared. The tss stated that if any retry mode issues appeared that handled by following the steps' included reactivated maintenance, and the station rebooted into app mode. On the server side, the station web application was accessed, and under settings > locations > facilities, the recovered station's facility settings were updated, which resolved the issue. The system functioned as intended after the technical support specialist resolved the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.